Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: static image. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the defective plug unit and printed circuit board led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a pixelated image during inspection for use. There were no reports of patient involvement.